Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: (B)(6).

Event description:
It was reported that during a sigmoid resection procedure, the device was hard to open and close. The device was fired and once removed, it had only partially stapled. The area was excised and the anastomosis was re-done with another device. No impact to the patient.